Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2772 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforation") and pelvic inflammatory disease ("possible pid") in a 39 year-old female patient who had essure inserted (lot no. 713455) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, loop electrosurgical excision procedure, anxiety, c-section, spontaneous abortion, parity 3, multi gravida and heavy periods. The patient had a family history of diabetes and thyroid disorder. Concurrent conditions were listed as depression, headache, migraine, pelvic pain female, breast cancer, fatigue, vaginal yeast infection, vaginal discharge, bacterial vaginosis and endometriosis. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced uterine perforation (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic inflammatory disease and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: the fallopian tubes are pink-purple and hyperemic. The lumens are slightly dilated. The cornua display embedded bilateral silver metallic coils which are consistent with essure coils. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Event medical device removal is replaced with uterine perforation. New event pid added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforation") and pelvic inflammatory disease ("possible pid") in a 39 year-old female patient who had essure inserted (lot no. 713455) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, loop electrosurgical excision procedure, anxiety, c-section, spontaneous abortion, parity 3, multi gravida and heavy periods. The patient had a family history of diabetes and thyroid disorder. Concurrent conditions were listed as depression, headache, migraine, pelvic pain female, breast cancer, fatigue, vaginal yeast infection, vaginal discharge, bacterial vaginosis and endometriosis. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced uterine perforation (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic inflammatory disease (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic inflammatory disease and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: the fallopian tubes are pink-purple and hypermic. The lumens are slightly dilated. The cornua display embedded bilateral silver metallic coils which are consistent with essure coils. Lot number: 713455 manufacture date:(B)(6) 2010 expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2772 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.